Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident sometime in 1998. In march of 1999, the pt presented with pain and urethral erosion of the sling material. The sling was removed and the wound was reclosed without incident. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Directions for use outline as potential complications: "loss of fixation and/or visualization of implanted graft materials. A variety of materials utilized with soft tissue have been known to cause cancer and other adverse reactions such as tissue sensitivity and tissue erosion. As with any implant material, sensitivity tests such as may be indicated."